Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the reported symptom was not found to be related to the reported instrument. This instrument does not have cutting functionalities. However, the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation was lifted, with no pieces missing. The conductor wires were exposed but the electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to the mishandling/misuse, most commonly caused by collisions with other instruments or sharp objects. An instrument log review was performed and confirmed that the maryland bipolar forceps was last used on (B)(6) 2021 with system sk4185. There were 13 uses remaining at the time of the last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is assessed as a reportable malfunction due to the following conclusion: the maryland bipolar forceps instrument was found to have conductor wire damage with exposed wires, and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure the maryland bipolar forceps would not cut at the tip. The procedure was completed with no patient harm. Follow-up was performed with the customer to request additional information. However, no further details were available.